Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip and the remainder of the device were checked for damage. No noticeable damage to the device; however, the stent was inadvertently deployed approximately .25cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.  (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 6x120x120mm epic¿ vascular stent was selected to treat the lesion. However, during preparation, the stent was partially deployed in the package. The procedure was completed with a different epic stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 6x120x120mm epic vascular stent was selected to treat the lesion. However, during preparation, the stent was partially deployed in the package. The procedure was completed with a different epic stent. No patient complications were reported.